Event description:
A nurse reported that during cataract with iol (intraocular lens) implant procedures, when the screen was set to a certain command, it did not stay and jumped back to the previous setting. It was reported that there were swollen eyes following six non-consecutive cases from iols (intraocular lenses) from this unit. It was unk if the unit cause the eye problem. The pts' present conditions are unk. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and recalibrated the touchscreen and reloaded the software. The company representative also checked the footswitch button control and remote control. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).